Event description:
It was reported that when the catheter was implanted it was inserted at l2-3 with the catheter tip at t7-8 and filled with contained morphine (20mg/ml). Five months later, bupivacaine (20mg/ml) was added. The daily doses since then were morphine 16mg/day and bupivacaine 16mg/day. The pump was last refilled in 2009. The pt began to show withdrawal symptoms which lead to hospitalization in the intensive care unit. Interrogation of the pump noted motor stall and stopped pump; my exceed tube set. "Irm was performed (the following month) to check for granuloma. The pump was stopped before the exam, but telemetry showed the pump had been stopped for 56 hours and 50 min. The pump was replaced. Two boluses were programmed on the explanted pump; no dropletes were seen. A two tone alarm was heard. The pt was better after pump replacement.

Manufacturer narrative:
.